Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients daughter that the patient "has been passing out a lot lately". The patient has a bruise on her head and is in the hospital. The ipg remains in use. No further patient complications have been reported as a result of this event.